Manufacturer narrative:
MFR report number is a duplicate of MFR report number 3012307300-2019-06689. Please refer to 3012307300-2019-06689 for initial and any supplemental reports.

Event description:
Information was received indicating that a patient fell asleep on the dose cord in use with a smiths medical cadd ambulatory infusion pump. Per reporter, it is unknown if the patient received extra doses as a result of falling asleep on the cord. No adverse patient effects were reported.